Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net on stored electrocardiograms (egms). It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The episodes all occurred within a short amount of time. Since there were no other episodes observed since the initial event, just continued monitoring was recommended. There were no patient consequences.